Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by a dentist who informed them they are not a suitable candidate for at home aligners. To fix their issues they require a chair side care, specific prescription and rubber bands, after 4 years of treatment with byte they have not achieved the desired results.